Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient was new to the healthcare provider (hcp) and the first time they saw this patient was the day of the report and didn¿t have any medical history on the patient. The patient had been falling, up to 20 times a day. The patient may have many falls during a day or none at all. The patient had a gradual change in benefit over the past year. The right implantable neurostimulator (ins) was dead. The left ins was at 3.71volts but there was concern about the therapy impedance on the left ins. There was concern about lower therapy impedance of 486ohms with a current of 57. The patient was programmed to 1- 2-c+, 3.3 volts, rate of 60 microseconds, frequency of 130 hertz, with 24 hours, 7 days a week use. The longevity was 47 months. Electrode impedances measured were in normal range. The patient symptoms were the same on both sides at the time of the report, even though one ins was dead and the left side of the body symptoms may have been a little bit worse than the right side. The hcp didn¿t think the patient was getting much benefit from the ins that was on. No x-rays were taken and no programming was tried yet. The patient was last seen in (B)(6) 2014 by another hcp, but the ins was not checked at that time. The ins status was rechecked, and was ¿showing ok and at 3.71volts and ok.¿ electrode impedances were done again and were very similar to the values seen earlier, and the therapy impedance was 488 ohms, current of 57. The ins was on coming into the session, total hours used was 9283 hours. This had been a gradual change for the patient over the past year. The patient had falls in the past and has hit his head. It was noted that the hcp would do an ins replacement. It was later noted that the hcp programed the patient to 3.6 volts on the left ins and the patient had a little improvement in finger dexterity. There were no concerns about the end of service (eos) or ins longevity on the ins that was dead. It was determined that the cause of the event was device related. The right ins was not explanted or replaced at the time of the report. It was unknown how the patient was doing. They were awaiting a neurosurgery appointment to replace the ins, at the time of the report, but it was unclear which ins was going to be replaced. Information regarding patient outcome and status on device explant has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent. Please refer to manufacturer report # 3004209178-2014-16728. It was unclear which ins was being replaced.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(6), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot # j0527324v, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(6), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_ext, lot # unknown, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the first implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins battery was not in new condition. Analysis of the second implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins battery was not in new condition.

Event description:
Additional information received reported the device was returned for disposal.